Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor error 42 and the battery was depleting quickly. Customer¿s blood glucose level was 150-350 mg/dl. A replacement pump was sent to the customer to resolve the issue.